Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified lesion in the mid left anterior descending artery. No predilatation was performed prior to stenting. During the procedure a dissection occurred at the distal end of the implanted 2.5x18 mm xience v stent, which required treatment with another 2.5x15 mm xience v stent. The patient is reported to be doing well. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the adverse events section of the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the xience v instructions for use states: pre-dilate the lesion with a ptca catheter. In this case, the lack of pre-dilatation does not appear to have directly caused or contributed to the reported dissection.